Event description:
It was reported that the maxzero disconnected from the syringe tubing while the customer was priming with saline. The customer connected the syringe tubing to the bifuse and it literally twists off the syringe tubing. Another bifuse tubing was opened and the same thing happened. Customer confirmed there was no patient involvement.

Manufacturer narrative:
The customer¿s report that the maxzero disconnected from the syringe tubing was not confirmed based on functional and pressure testing performed. No obvious damages or issues were observed with the received set samples. The samples were visually inspected for damages to the components. Inspection observed no obvious issues. Functional testing was performed by re-priming the syringe administration set. The syringe set's male luer was then attached to one of the two maxzero connectors of the bi-fuse extension set. No disconnection or any issues were observed the root cause was not identified.

Manufacturer narrative:
Concomitant medical products: 10ml bd syringe, lot: 9150587, exp: 2022-05-31, 0.9% sodium chloride injection. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that the maxzero disconnected from the syringe tubing. Customer confirmed no patient involvement.